Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the resistance of removing the device from the patient was stronger than usual after the firing. The device was used between the colon and the rectum for reconstruction. A part of the serous membrane was torn when removing the device since the device had a difficulty in being removed. The anastomosis site was cut additionally, and another device was used to complete the case. There were no adverse consequences to the patient. The surgeon had experience in using cdh devices. No further information is available.